Event description:
A report was received that the patient was experiencing severe pain, numbness and loss of mobility in her lower extremities after the trial procedure. Magnetic resonance imaging revealed that the patient was positive for epidural hematoma. The patient¿s trial leads were explanted and the patient regained her mobility. The patient also underwent a surgical procedure to relieve spinal pressure. The patient was reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the lead passed visual and photographic imaging tests performed. The complaint was not confirmed. The leads exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing severe pain, numbness and loss of mobility in her lower extremities after the trial procedure. Magnetic resonance imaging revealed that the patient was positive for epidural hematoma. The patient¿s trial leads were explanted and the patient regained her mobility. The patient also underwent a surgical procedure to relieve spinal pressure. The patient was reportedly doing well.